Manufacturer narrative:
Medical device brand name: complete kit for microbiology and ua chemistry urine testing. 8 ml 16x100 conical bottom preservative tube for urinalysis with yellow/red stopper, 4 ml 13x75 plastic c&s preservative tube, soap towelette and cup. Sterile. (B)(4). This incident was notified by the initial reporter to the FDA, ref importer report# (B)(4). Device evaluation: result - one used sample was returned for evaluation. The lid was inspected to make sure that the cannula was inserted correctly and there was no visual defects. The cannula was properly seated and no defects were identified. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to confirm the customer's indicated failure as there were no defects identified from the customer sample that would be a manufacturing defect.

Event description:
It was reported that the urine cup was given to the patient for a urine sample. The patient took the cup to the bathroom and put his/her right thumb through the sticker covering the needle that states "do not remove sticker." The patient was pricked by the needle.